Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer's blood glucose level at the time of admission was 36mg/dl. It was reported that paramedics responded to the customer's home. It was reported that the customer's husband had woken the customer up and took their blood glucose level and noticed it was low. The husband tried to treat with milk and jelly, but ended up calling the paramedics. The customer's blood glucose level had ranged from 35mg/dl to 600mg/dl. The customer states the lows and highs sneak up on them. The customer did not wish to troubleshoot because they had gone to an appointment and worked out the kinks for now. No further assistance provided at this time.